Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information received notes there is no allegation on the device and is not related to implant procedure.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to extend. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that there was an infection. The entire system remains implanted.